Manufacturer narrative:
As the original bulk non sterile contract MFR, intromed has no direct contact with the end user. Excluding specific info related to the original MFR, contact, location, lot and code, the info included in this MDR record was provided by the intromed customer ((B)(4)).

Event description:
As reported to intromed from our customer ((B)(4)): physician was removing sheath from femoral vessel and said the sheath just snapped about 1cm from the hub. The tip of the sheath was left in the patient and had to be surgically removed. After speaking with the lab, they indicated that the physician tried to advance a benson wire through the sheath and was not successful, then proceeded to advance an .035 amplatz wire. After the wire was in place, he removed the sheath where it was noticed the sheath had broken off".